Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male having st elevation myocardial infarction presented for impella support. The patient developed an access site bleed coinciding with impella support. It was noted that the patient also had oozing/bleeding from the central line and IV sites, however an exact estimate of blood loss from each site was not available. The patient was given 3 units of packed red blood cells to counteract the blood loss and and the dressing on the site was changed. The patient was considered stable throughout the event and support with the impella continued following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the access site bleeding was most likely patient condition related as the patient had oozing from multiple access sites.